Event description:
Hamilton medical ag received the following incident description: frequent alarm occurrence loss of peep. When alarm loss of peep did not stop, patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: frequent alarm occurrence loss of peep. When alarm loss of peep did not stop, patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: since "loss of peep" alarms pointed to the expiration valve plunger not moving smoothly, hamilton medical ag suggested to clean the expiration valve plunger, to check the air release for proper opening and, if the failure persists, to replace the expiration valve. Further information was received that after this incident, another patient was connected to the ventilator and without problems. No further information has been received if any correction made. Hamilton medical ag analyzed the logfiles of the involved device."loss of peep" and "exhalation obstructed" alarms were recorded in the log files. No hardware has been sent back for investigation. Due to insufficient information the exact root cause could not be determined. Sticky residues (e.g. From a nebulized medication) on the expiratory valve plunger pin might have caused the event as it can make the plunger harder to move. Another possible root cause might be a clogged filter caused by the humidification. On the other hand, when another patient was connected to the ventilator (the breathing circuit set and the patient filter were changed), this went without any problems. Since the cleaning of the expiratory valve pin is to be carried out by the user, the operator's manual (pn 10149661) and service manual (pn 624093) provide the adequate instruction for the cleaning procedure. Manuals provide the information regarding maintenance schedule of the breathing circuit (including inspiratory or expiratory filter) as well. Investigation does not indicate any malfunction of the device. When another patient was connected to the ventilator, the device worked as intended. Both possible root causes address lack of maintenance which needs to be carried out by the hospital. Adequate information is given in the manuals, the root cause is considered to be use error.

Event description:
Hamilton medical ag received the following incident description: frequent alarm occurrence loss of peep. When alarm loss of peep did not stop, patient was replaced to another ventilator.